Event description:
It was reported that during a routine generator change-out surgery unrelated to the lead, externalized conductors were observed. Patient was asymptomatic. Lead was capped. The patient was discharged and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.